Event description:
Customer received a blood result of 90mg/dl on his contour meter and another meter read 260mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, which would be considered clinically significant. No adverse event alleged. Replacement meter and strips were sent. No product coming back for eval as customer has already disposed of his meter and test strips.